Event description:
It was reported that balloon rupture occurred. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation on the target lesion. During the procedure, the balloon ruptured. No further information was reported to boston scientific regarding the procedure and the status of the patient.

Manufacturer narrative:
Device evaluated by MFR.: mustang balloon catheter was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 45mm in length and was located in the mid region of the balloon. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation on the target lesion. During the procedure, the balloon ruptured. No further information was reported to boston scientific regarding the procedure and the status of the patient.